Event description:
A report was received via FDA's medical products reporting program that a female patient experienced light sensitivity, pain and blurred vision in the right eye while using renu multiplu multi-purpose solution. The patient sought treatment from her optometrist in 2006, and was diagnosed with corneal haze. The patient was prescribed pred forte, which did not help, and she was referred to a corneal specialist. The corneal specialist reported the patient presented a week later, and had symptoms of redness, irritation and photophobia. The patient was diagnosed with central interstitial keratitis in the right eye. The patient was prescribed unspecified topical steroids. The corneal specialist treated the patient for a month, and the patient recovered without permanent damage. The corneal specialist did not attribute to the patient's event to use of a specific product, but rather sensitivity to contact lenses or perhaps a viral etiology.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.